Manufacturer narrative:
Manufacturing review: per the lot history review, this is the third complaint reported for this lot number and issue to date. The quantity affected is one. Based upon the severity level and lot quantity, a DHR review is required. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate. Investigation summary: one equistream catheter, one introducer and peel apart sheath, one tunneler, one guidewire, two end caps, and one dilator were returned for evaluation. Visual and microscopic evaluations were performed. The investigation is confirmed for damaged/defective tunneler, as the proximal end of the tunneler was broken. The proximal fragment was received with the proximal extreme broken off and missing. The surface was observed to be smooth and uneven. Both sides of the fragment was observed to be smooth and uneven. The definitive root cause for the reported damaged tunneler issue could not be determined based upon available information. It is unknown whether patient and/or procedural issues contributed to the event. (Expiration date: 08/2020).

Event description:
It was reported that the tip of the tunneler component broke in the catheter during the insertion process. It was further reported that a new kit was used where the tunneler component broke a second time during the same process. Reportedly, a third kit was opened and catheter was placed successfully. There was no reported patient injury.